Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: enlw1613c95ee , s/n: (B)(4); use by date: 28-may-2011; upn # (B)(4); enlw1613c120ee , s/n: (B)(4); use by date: 15-apr-2011; upn # (B)(4).

Event description:
An endurant stent graft was implanted in a patient for the treatment of a 60mm in diameter abdominal aortic aneurysm. It was reported that CT imaging with contrast was performed approximately 5 years post index procedure. This showed an aneurysm of maximum diameter of 91mm with evidence of endotension. No intervention was performed. No additional clinical sequelae were reported and the patient is being monitored by the physician